Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon in this lot number is not inflating fully despite correct technique. No pt injury was reported.